Manufacturer narrative:
Based on the claim against the product by the customer noting broken wire at the distal end, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. Visual inspection found the wire was exposed. The instrument passed electric continuity test. The complaint regarding broken wire at the distal end was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps instrument has broken wire at the distal end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing noticed during procedure.